Manufacturer narrative:
Concomitant product: 5076 implantable pacing lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient was septic. The system was explanted and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.